Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited noise oversensing. No further information was available at this time.

Event description:
New information received noted that the atrial lead noise was an ongoing issue. Reprogramming was completed in (B)(4) of 2018 but was unable to be resolved. The patient was not symptomatic or dependent on atrial pacing so the physician elected to not perform any intervention to resolve the anomaly. No further information was available.